Event description:
The facility reported a pump that was involved in an incident of an overinfusion on channel a and channel b. Reportedly, approximately 1400ml of fluid overinfused within 12 hours. The pump was used on pt. 1000ml bag of normal saline was being infused as a primary infusion at a rate of 70ml/hr and a 100ml piggyback of normal saline with unknown medication was connected to the primary line. An infusion was started on channel a at rate of 70ml/hr and reportedly in less then 12 hours, the pt was found to be "bloated with a swollen face and neck." The infusion was changed from channel a to channel b, as a precaution, due to the clinicians' concern for the amount of fluid infused. The infusion was restarted on channel b at the same rate of 70ml/hr. Approximately 12 hours later; the doctor was in the pt's room and noticed the pump displaying 2175ml had infused. The doctor left the pt's room and returned to the room with the nurse. The "volume number" reportedly changed from 1275ml to 375 ml. The pt was reported to look "bloated," and swollenneck and face," and required "dehydration and diuretic therapy." Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, pt injury, type of "dehydration and diuretic therapy" required, piggyback infusion, time the primary infusion was started on channel a and then channel b, status of the 1l bag upon starting the infusion, changes of the 1l bag during the 12-hour periods, time the overinfusion was discovered, and set up of the infusion device.